Event description:
It was reported that during the implant procedure the helix took too many turns to extend. The physician tried multiple times and also out of the body. It was also noted that the helix did not retract when the physician thought it should. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.